Event description:
It was reported the customer's insulin pump was not reading their meter blood glucose. The customer also reported experiencing a high blood glucose of 436 mg/dl. Customer stated they did not treat their blood glucose at the moment. Customer did not express any symptoms of high blood glucose. Troubleshooting also found the insulin pump was functional. Troubleshooting could not be completed as the customer did not have a tubing clamp. It was also found the customer's cannula was occluded upon removal of their infusion set. Customer also stated there canula was wet. A leak was found near the insertion site of the customer's infusion set. The customer's infusion set will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.